Event description:
Customer reported that on (B)(6) 2015 she was unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported she experienced dry mouth and "body shakes". Paramedics were called and customer was transported to a local hospital where her blood pressure and blood glucose were found to be elevated. A blood glucose result of 535 mg/dl was obtained on an unspecified source and the customer was diagnosed with hyperglycemia and administered an injection of fast-acting insulin. No additional medication was provided and customer remained hospitalized for 24 hours. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter serial number is unknown therefore the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.